Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an unknown reason. The alert was unable to be delivered to the clinic via the remote home monitor since the patient's phone line had been disconnected. Another upload from the remote home monitoring system was performed approximately three weeks later. No issues were seen with the data for the cardiac resynchronization therapy defibrillator (crt-d) or right ventricular (rv) lead during that upload. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.